Event description:
One pt with discrepant troponin t results. Initial result gave >0.01 ng/ml, sample repeated three times giving 0.096, 0.080, and 0.077 ng/ml respectively. Erroneous result was reported. Pt not adversely affected. The field service rep found the s/r probe to be misaligned and realigned the s/r probe. Performance tests were performed.